Event description:
Event description cpi received information that this implantable pulse generator (ipg) was at elective replacement indicator (eri). Information was also received indicating that the device exhibited high threshold measurements in both the atrium and the ventricule, as well as premature battery depletion.